Event description:
Hypersensitivity reaction, rash, nodules at injection site, blueish at injection site. A literature article was received on 2/2/07 titled: "management of complications after implantation of fillers" (koenraad de boulle. Journal of cosmetic dermatology 2004; 3; 2-15). A female patient received injection of hylaform on an unknown date to the nasolabial folds and corners of the mouth. Three weeks later, the patient received a touchup treatment and injections in the glabellar. Eight weeks later, the patient experienced an acute reaction over the body with a macular, urticarial and papular rash over the body. She also experienced indurated and infiltrated nodules at the injection site. She was treated with topical and oral steroids, and after several weeks, the reaction subsided. Three months later, the patient was tested with an intradermal injection 0.1 cc of hylaform on the volar side of the forearm. The test remained negative at readings after 48 hours, 1 week and 4 weeks. The test was repeated and less than 1 month later, infiltrated nodules appeared at the treated sites and the treatment sites of the previous skin test. The patient was treated with topical and oral steroids. The test site remained infiltrated and bluish for more than 6 months. The author stated the episode was an apparent hypersensitivity reaction. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.